Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06362. It was reported the patient has no stimulation from his scs system. An sjm representative met with the patient but was unable to provide effective stimulation through system reprogramming. Fluoroscopic images taken indicated the leads migrated. Surgical intervention may take place at a later date to address the issue.